Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 2.2 row b, 3.1 and 3.2 were not detected on the bus. A field service engineer (fse) powered down the station and reseated all cables. After powering on the station, the fse inspected the module controller for malfunction and found that drawer 2.2 retractor band had issue with communication. The fse replaced the faulty retractor band, reassembled all components, tested functionality and resolved the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer was failed. The customer stated that the malfunction occurred when user trying to issue medication to patient and user was able to retrieve medication from pharmacy, resulting delay in patient care. There were no adverse events or injuries reported based on this event.